Event description:
Norian srs bone void filler was used in 02 in the fixation of a severe comminuted intra-articular fracture of the right calcaneus (classified as a sanders 2b with multiple fractures) 10 days later surgeon noted an approximately 3cm by 1.5cm piece of skin that had decreased capilary refill. The following month, surgeon noted that wound had dehisced. Wound noted as healed in 03. Patient underwent lumbar sympathetic lock in 03. Two months later patient underwent hardware removal and wound debridement.